Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 41 mg/dl. The sensor would be 74 mg/dl and dropping and he is 200 mg/dl. He stated that it is giving him some false readings. The customer¿s blood glucose was 41 mg/dl and the sensor glucose was 197 mg/dl at the time of the incident. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Customer treated low blood glucose by taking glucagon. The insulin pump will not be returned for analysis.